Event description:
During pm, found brakes not holding. No injury reported.

Manufacturer narrative:
Technician replaced the bearings, stiffener plate, cam, wheel and brake steer caster for resolution.